Event description:
It was reported that the customer was hospitalized and he would like to have the insulin pump tested to make sure is working properly because the customer has been off the insulin pump for the past month. The blood glucose reading was over 800mg/dl. It was stated that the cause of his hospitalization was a stroke. Ran a displacement and self test and the tests passed. Performed a high pressure test twice and the insulin pump failed the test. Advised that the insulin pump need to be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.